Manufacturer narrative:
Final analysis found that the pulse generator was in back-up vvi and memory loss was found. After downloading the product code, normal function ensued.

Event description:
It was reported that during the implant procedure the pulse generator exhibited no magnet rate response and could not be interrogated. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.